Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient had 4 revisions since the first implantable neurostimulator (ins). It was noted that the patient had gastric bypass, so her tissue would not hold the ins in place and it would ¿rotate around.¿ it was later reported that the first ins started to flip in the pocket and the lead coiled multiple times. It was stated that the pocket was revised several times. It was also stated that the ins was sutured to the fascia to prevent flipping, but it continued to flip. It was noted that during the revisions, the pocket site was moved to the other side and the lead was replaced. There were a total for 4 to 5 revisions. Please refer to mfg. Report 3004209178-2013-17371, as there was a similar issue with the patient's second ins.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va069ba, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).